Manufacturer narrative:
Based on the completed investigation, the forceps could not be inserted due to a crushed channel tube. The root cause could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, the forceps could not be inserted into the gastrointestinal videoscope. There was no patient involved.